Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 syringe 3ml ll experienced discolored blister packs/trays (primary packaging). The following information was provided by the initial reporter: girls in theatre have noticed that there are differences in the ink on the packaging and are a little concerned of the sterilizing of the product. There were 5 in the strip and 4 were red ink and 5 were black ink.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-20. H6: investigation summary: two photos and five samples were received by our quality team for evaluation. From the photos, no abnormalities were observed on the syringe top web printing and the printing information on the package is clear and legible. However, there was a color change in graphic printing observed. From the returned samples, no abnormalities were observed on the syringe top web printing and the printing on the information on the package is clear and legible. The samples were observed to have color changed in graphic printing. Therefore, the team is able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team has engaged with r&d on color change in the top web graphic complaints. Toxicology tests have been performed and it is within the acceptance criteria. Therefore, the root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 50 syringe 3ml ll experienced discolored blister packs/trays (primary packaging). The following information was provided by the initial reporter: girls in theatre have noticed that there are differences in the ink on the packaging and are a little concerned of the sterilizing of the product. There were 5 in the strip and 4 were red ink and 5 were black ink.